Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device locked up during use. The issue reportedly had occurred several times since the device was taken into service. The issue was observed during monitoring at patient's homes as well as during transport of patients in the ambulance to the hospital. In some cases, after the lock-up, the device could only be restarted by removing the batteries. The customer later explained that the device had powered off by itself during use. There was patient use associated with the reported event however, no adverse patient outcome was reported.